Manufacturer narrative:
There have been no reported subsequent hypoglycemic events associated with this pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt was treated with glucagon and attended to by emergency medical services for hypoglycemia. A family member stated that at 8:00pm, the patient's blood glucose was 145mg/dl and the pt had 0.40 units of insulin on board. The family member stated that she programmed a temporary basal rate to decrease insulin delivery by 20% for two hours. At 9:00pm, the family member found the pt in the middle of a seizure. She reported blood glucose was 20mg/dl at that time. She stated that she administered glucagon and called the paramedics. The family member claimed that she was very attentive in regards to monitoring the patient's blood glucose levels, she stated that there were no changes in activity, and reported that the pt ate a full dinner with an accurate carbohydrate count. She said she was certain that she did not program the temporary basal rate incorrectly. The family member noted that all pump settings were reviewed by the endocrinologist and no cause for the hypoglycemia were identified. The family member stated that she does not implicate the pump in this event. However, she refused to further troubleshoot the pump for insulin delivery issues or malfunctions. The complaint is being reported because there is no adequate evidence to rule out the pump as a contributor to this event.